Event description:
The patient reportedly experienced sound quality issues, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Device testing could not be performed due to loss of lock. Surgery to explant the patient's device has been scheduled.